Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose (bg) level was impacted 348 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, the pump screen would black out multiple times. The customer stated that when a gram count is input the screen blacks out. It was indicated that the customer would continue to use the pump until the replacement arrives.